Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high readings and leaks from the reservoir. The customer's blood glucose reading was 400 mg/dl. Customer treated with manual injections. The customer reported no delivery alarms during bolus. The customer reported leaks at the site and was able to change the set. The product was not returned for analysis.